Manufacturer narrative:
(B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -05.50 diopter, in the patients right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to patient complained of glare/haloes and the problem was resolved. The patient did not want the lens replaced. The cause of the event was unknown.